Event description:
The customer stated that he received a reading of 137 mg/dl on their precision xtra meter. The customer experienced dizziness, nausea, extreme sweating, frequent urination, extreme thirst and blurred vision. The customer was taken to the hospital and they received a lab reading of 517 mg/dl which was 45 minutes after the customer received reading of 137 mg/dl. The customer reported being treated with intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.